Manufacturer narrative:
Conclusion: according to the received information, the device non-removable magnet was surgically removed by the clinic prior to an MRI scan. The device IFU provides safety guidelines to perform an MRI that do not include this procedure and clearly states that the device must not be altered and must only be used as intended. Therefore, the reported event clearly constitutes an abnormal use. During device investigation it was confirmed that the implant magnet was removed during surgery. The magnet was not received for investigation. Furthermore, damage to the active electrode due to device minute mobility was observed during investigation. Other mechanical damages found are attributable to the removal surgery. This is a combined initial and final report.

Event description:
Information was received about a magnet removal of the concerned device. The magnet was removed to reduce artifacts for an upcoming MRI. A custom-cut silicone spacer, which was created by the surgeon, was put in its place. The magnet was removed without using the magnet removal tool. The original magnet had not been saved. The user has been re-implanted on (B)(6) 2022.